Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in infusion set after two or three days of changing infusion set. Customer's blood glucose was 200 mg/dl and 300 mg/dl as a result of air bubbles. Customer declined to troubleshoot for high blood glucose. Troubleshooting was performed for air bubbles.